Event description:
Clinic reported muscle stimulator burned unknown number of patients. Clinic indicated they typically use electrodes only 5 times. No further information was provided regarding specific patient events or outcomes.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.